Event description:
In 2009, the patient's mother called for assistance with changing the patient's basal rates. The mother decreased the patient's basal rates due to the patient "bottoming out." The patient has had erratic blood glucose of 23 mg/dl to over 600 mg/dl for the past 3 weeks. Her target blood glucose range is 70-140 mg/dl. Symptoms of elevated blood glucose is body odor and when the patient's blood glucose is low she experiences seizures and she loses consciousness. The patient's blood glucose is very low during the morning hours and is high in the afternoon. The patient has been to the hospital 5-6 times in the past 3 weeks. She was never admitted to the hospital only treated in the emergency room and released. On one occasion in the patient experienced low blood glucose and the paramedics would not transport her to the hospital until her blood glucose increased. She was given "anything with sugar in it" such as "pop or peanut butter sandwiches". When her blood glucose increased she was transported to the emergency room and treated with an IV drip and she was released 3-4 hours later. Troubleshooting did not reveal any product issues. The patient has been taking medication for 5-6 days for a urinary tract infection, bladder infection, and kidney infection. She met with her physician 1.5 weeks ago and her basal rates were decreased at that time. The mother was advised to consult with the patient's physician further. Upon follow up in 2009, the patient's aunt stated that the patient was "ok" following basal rate adjustments. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.